Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): during placing an infusion and after introduction of catheter, the nurse has removed the guide but the security system has not recovered the sharp end at the tip of the needle. It remained halfway up the needle, leaving of the tip end non protected. Wanting to throw the needle in the box, the nurse was pricked deeply into the middle finger.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4)1. The actual device involved in the reported incident was not returned for investigation. Without the sample a thorough investigation could not be performed. No specific conclusion can be drawn. A review of the batch and mfg records revealed no abnormalities or nonconformities. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.